Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer's insulin pump is not working well. The customer is experiencing a no delivery. Customer's mother stated the customer was in the 30's mg/dl. Customer stated there was a no delivery. Customer's mother will call back to troubleshoot the no delivery and low blood glucose.